Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. A review of in-house testing was performed on lot number 354045. In-house strip testing results met accuracy criteria and no product deficiency was observed during in-house testing. Manufacturing records for lot number 354045 were reviewed. No relevant non-conformance was identified associated with this lot. An improper technique was identified in the complaint. This cannot be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, (B)(6) 2015; inratio inr: 2.4, n/a; laboratory inr: n/a, 1.5. Therapeutic range: 2.0 - 3.0 the time between testing was five (5) days. The caller reported "milking" the finger after the fingerstick. This is considered an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.